Event description:
Reportedly, the staple line was not complete. It was difficult to remove the instrument as the anvil did not tilt. The resection and anastomosis was sutured with thread resulting in longer operating time of forty five minutes. Procedure: diverticulectomy.